Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken needle /needle piece removed from the patient? Yes item was displaced approx. 1/3 from swage end. If yes, how was it removed? Via forceps / needle holder. What measures were taken to retrieve the broken piece? Nurse count identified issue. Surgeon informed. X ray confirmation & location. Has there been any medical or surgical intervention performed? No readily identified patient returned to theatres for removal. If not, are there any plans to remove the needle at later date? Na. Or, was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Patient returned to theatres next day. Was there any adverse patient outcome/patient consequences? No - low level classification of incident. Was the procedure completed successfully? And how? Yes - hernia repair operation. Surgeon mr (B)(6).

Event description:
It was reported that a patient underwent hernia repair procedure on unknown date and suture was used. The needle broke during use and remained in the patient¿s skin. The needle was readily identified, and the patient returned to theatre the next day to remove the needle. The needle was observed to be displaced approx. 1/3 from the swage end. The current condition of the patient is unknown. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reach as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.